Event description:
It was reported that when using the pyxis medstation es system unexpectedly stopped responding and station stuck on carefusion page. The customer stated that there was a delay in dispensing medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device's screen unexpectedly stopped responding and stuck on the carefusion page. A technical support specialist deployed the packages from the remote support service - 10000403209-00 remote support service agent 4.10 medstation and pyxis anesthesia system package (build 16) but deployment failed, and the station failed to boot up. A technical support specialist uninstalled and reinstalled the remote support service agent and component manager from program and features and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.